Manufacturer narrative:
Product event summary: analysis found that the monitor was unable to power up. Printed circuit board assembly corrosion caused the unit to be unable to power up.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the previously working remote monitor would not power on when the start button was pressed. Disconnecting and reconnecting the power cord resolved the issue. No patient complications have been reported as a result of this event.